Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient was asymptomatic but the ventricular lead exhibited intermittent capture threshold. The lead was explanted and replaced.